Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system medication was dispensed on a different patient. Customer stated that the user was able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, report was ran to confirm the transaction. A technical support specialist, confirmed that cce retained message tracking logs for a duration of only 14 days. The system functioned as intended after the technical support specialist troubleshooted the device.